Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported to have injected a patient in c6 and commissures of the lips with unspecified juvéderm® voluma¿ ¿and the injection ended in the facial artery.¿ the hcp ¿treated with hyaluronidase for a few days and cleaned after it in the or.¿ symptoms ongoing.